Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose of 53 mg/dl. The customer was reporting having calibration errors with the sensor. Troubleshooting was performed and the customer was advised to use adhesives. The customer received a change sensor alert. The customer declined troubleshooting for the low blood glucose. The sensor will return.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The test minilink transmitter with the glucose sensor simulator communicates properly to the insulin pump. No unexpected sensor errors or anomalies noted during the testing. (B)(4).